Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was receiving some pain relief but not enough. They wanted their ins checked as it had been some time since their last reprogramming session. The patient had an MRI sometime in 2018 and after their ins was turned on it didn't feel the same. The representative planned on meeting with the patient on (B)(6) 2019 to reprogram their ins. No further complications reported.